Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2021-02351. All information can be found under that manufacturer report number 1314492-2021-02351. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification in relation to the customer reported device infused too quickly which was not reproduced. The device was tested for flow accuracy and was found to deliver within expected range. No correction is required. The events in the history log parallel the events reported by the customer, however the history log cannot be used to determine the condition of the IV bag or the IV set at the time of the recorded events. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The customer stated that upstream occlusion alarms occurred, however did not specify if the alarms were true or false. The evaluator inadvertently did not evaluate for the reported problem and the device is no longer in its received condition. The opportunity to evaluate for the reported problem in question is lost. Note that no visual abnormalities that could cause or contribute to the reported problem were observed. The event history log (ehl) review was performed and revealed that the customer experienced multiple "upstream occlusion!" Alarms, however the log cannot be used to determine if the alarms are true or false. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused too quickly. It was reported that the user did not account for the priming volume in the set making it look as if the medication infused faster than intended. This had been a 50 ml bag that according to the pharmacy dispense record had 48 ml in it. Per the nurse (and supported by the log reviewed by the reporter) the device was programmed 42 ml vtib at the 25 ml/hr. Rate. 34 minutes later the pump the bag was empty. At that time the pump indicated vtbi was 33 ml. Of note, there were a couple of upstream occlusion alarms in that time frame. The reporter tested the pump using the same rate and vtbi (volume to be infused) and the pump did infuse slightly faster than programmed but within the defined limits. There was no patient involved. No additional information is available.